Event description:
During a lar procedure the device did not staple at 1st firing. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Date sent. 3/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. Evaluation summary: the device arrived with the hook shroud broken, otherwise in good visual condition and loaded with a void of staples cartridge. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. Even though, the hook shroud was found to be broken, the device fired conforming without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.